Event description:
It was reported that the patient presented for a lead replacement procedure. It was noted that the right atrial lead exhibited under sensing and after moving the lead to a different location the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were under sensing and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported event of under sensing was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.